Event description:
Boston scientific crm received information that this left ventricular lead was exhibiting high impedance measurements greater than 2000 ohnms, no sensing, high threshold measurements and no capture. It was determined that the lead was fractured. As a result, this lead was surgically abandoned.

Manufacturer narrative:
This lead was surgically abandoned. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.